Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the electronic instructions for use in the xience xpedition everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo left anterior descending artery. A 3.5x15mm xience xpedition stent was implanted. A dissection was noted and another same size xience xpedition was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.